Manufacturer narrative:
B3 - date of event is an estimation as the actual event date could not be obtained. The customer noted that the event occurred within two (2) months of the complaint. A3 - the customer provided two patients (a male and a female), one of which took this particular test. As it is unknown which patient took this test, the fields are marked asku. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test taken on an unknown date with a fingerstick sample. Laboratory testing was performed (brand and method unknown) and the result was negative. The patient was not pregnant and was not on art. There was no patient impact as a result of the false positive result.